Event description:
The optia machine began making noise seconds into the treatment from the centrifuge compartment. A loud banging sound was heard while machine was being paused. On investigation the stem of the centrifuge tube was torn off and leaking blood.====================== manufacturer response for hemapheresis machine, optia spectra======================the service representative from the manufacturer of the device stated that it malfunctioned for one of three reasons: the setup may not have been loaded correctly, after set up was loaded a cap may have fallen into the centrifuge causing the realignment of the tubing, or the tubing could have been defective.